Manufacturer narrative:
Initial and final MDR 2581729-MDR-device 2 of 3. Patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia it was reported that the patient faced three tape not sticking issues after a few minutes of use on (B)(6) 2026. No further information is available.